Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a patient presented with grade 4 mitral regurgitation (mr) and tethered leaflets. During a mitraclip procedure, the first clip implanted was an nt and the device functioned as intended. After implanting the second clip, a single leaflet device attachment (slda) occurred with the first clip. There was no clip-to-clip contact observed. The nt was detached from the posterior leaflet. Per the physician, the slda was due to the tethered leaflets. An additional clip was implanted to stabilize the slda. The final mr was grade 2-3. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda per the physician is related to patient anatomy (tethered leaflets). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.